Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: cs catheter (us catalog # bd710df282ct / lot # 17768551m), ultrasound catheter (us catalog # 10439011 / lot # e8094141), lasso catheter (us catalog # d-1343-01 / lot # unknown). Carto 3 system (us catalog # fg560000 / serial (B)(4)); smartablate generator (us catalog # m490007 / serial (B)(4)); smartablate pump (us catalog # m490008 / serial (B)(4)); concomitant non-bwi products: heartspan transseptal needle; st. Jude medical 8.5 french sl0 sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 400 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Medical history includes pradaxa. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a heartspan transseptal needle and a st. Jude medical 8.5 french sl0 sheath. Generator was set on power control mode at 35 watts. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during ablation. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 400 ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Product investigation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).